Event description:
Patient was admitted with septicemia and line infection. User facility identified medefil's heparin i.v. Flush, 10 unit/ml, lot h16430n and covidien saline flush, lot 16a0224 and 15k2164 as potential sources.

Event description:
This is a follow-up report for the initial adverse event reported by medefil on 03/14/2017. Adverse event: patient was admitted with septicemia and line infection. User facility identified medefil's heparin i.v. Flush, 10 units/ml, lot h16430n and covidien saline flush, lot 16a0224 and 15k2164 as potential source.